Event description:
Update: according to the post-operation photos, the surgeon and the sales representative acknowledged that one of the screws in question might not have been placed properly.

Manufacturer narrative:
Additional narrative: subject device has been received; no conclusion could be drawn as the product is entering the complaint system. Device was explanted on an unknown date. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the implants were received in a clean condition. Scratches on the implant outer surfaces are clearly visible. The threading of the philos-plate in seven holes is severely damaged. Some threading are completely crushed, broken or rolled flat making measuring of those holes not possible. The holes that did not appear to have had screws in them were measured and were in tolerance. The screws were all received intact. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the surgeon used philos for proximal humerus fracture on (B)(6) 2014. The locking screws were inserted and locked using philos guiding block sleeve and a driver with torque limitation attachment. When the surgeon had x-ray on (B)(6), screw back-out was found for all the proximal locking screws. The fractured bone is in unstable condition, so the surgeon is considering revision, but that has not reportedly occurred yet. This is report 2 of 8 for (B)(4).

Manufacturer narrative:
Event date: unknown. Device has not been reported as explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.